Event description:
A non-healthcare professional reported that during intraocular lens (iol) implant, the lens broke inside the patient's eye as the doctor positioned the lens. Additional information was requested, but no further information is available. There are two medical device reports associated with this event. This is 1 of 2.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a reportable malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the lens was cracked in the middle upon opening the packaging of the iol.